Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 465 mg/dl with moderate ketones. The customer administered a manual injection. During troubleshooting with tandem's technical support, it was noted that there were air bubbles in the tubing and that instructions on how to remove air bubbles were described to the customer.